Event description:
`Ptr has been using one bottle of clarity multistrip urocheck 10sg lot# 04825 expiration 10/2007 (the bottle contains the dessicant and is kept properly). Virtually every dipstick has shown a nitrite positive. When rptr compared this against a new bottle (same lot and expiration date), it is obvious that all of these nitrite results are false positive.